Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump had a water pump foot pedal malfunction. There was no patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected on-site and the customer's allegation was confirmed due to a component failure of the pedal. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The performance of a consumable (foot pedal) deteriorated as the number of usages increase. Olympus will continue to monitor the performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the flushing pump had a water pump foot pedal malfunction. There was no patient involvement.